Event description:
It was reported that a home patient (hp) had received a system error (se) 2267 (air in line) during dwell 1 of 4. The technical service representative (tsr) was unable to determine the cause of the se 2267 through troubleshooting, but the alarm was cleared. The hp was told to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information at this time.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.